Manufacturer narrative:
The technician found the side rail end tube broken off. The technician replaced the side rail end tube and ratchet rivet to resolve the issue.

Event description:
The technician alleged the side rail will not stay in the raised position. No patient impact.